Event description:
Allergan aesthetics received a report on the coolsculpting elite system from a mera technician who observed that the "coolant line inside of the unit had a broken connector, spilling coolant in the process". There was no patient or provider safety impact.

Manufacturer narrative:
Device was investigated on site. Device evaluation found a "coolant line inside of the unit had a broken connector, spilling coolant in the process". Based on the information currently available, technical review, and laboratory inspection, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. It can be concluded that the leakage of coolant from the failure identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.